Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 5 months after the dental implant in ada site 22 was placed, the implant had not yet osseointegrated. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 5 months after the dental implant in ada site 22 was placed, the implant had not yet osseointegrated. The product will be forwarded to the manufacturer for investigation. There were no reported complications.